Event description:
It was reported the surgeon discovered a migration via x-ray during a routine follow-up visit on an unknown date. The helical blade migrated into the acetabulum and pelvis. During the trochanteric fixation nail system removal due to the migration it was also reported the extraction screw threads were damaged. The surgery was completed successfully. A replacement was requested for the extraction screw. This report is for an unknown part. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.